Event description:
It was reported that the patient presented in the hospital for inappropriate shocks. Upon interrogation, microdislodgement was observed via fluoroscopy. Electrical anomalies were noted. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.